Manufacturer narrative:
Motion interrupt pan damaged. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported by service report that the bed would not go down due to motion interrupt pan was damaged. No patient involvement or adverse consequences reported.